Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -15.00/+1.5/072 (sphere/cylinder/axis), in the patients left eye (os) on (B)(6) 2022. The lens was explanted on (B)(6) 2022 due to excessive vaulting, significant reduction of irido-corneal angles and blurred vision. The problem was resolved. The cause of the event was due to the device.

Manufacturer narrative:
Additional information: h6: 1494- off label use: pre-existing cataracts. Claim# (B)(4).